Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed, regarding the customer allegation green image it was not confirmed during the device evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and stripes appears on image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation green image no problem was detected, and related to the customer allegation no image the cause was traced to the video cable was broken and therefore the image was not displayed. Regarding the new reportable findings found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video scope had green image and sometimes no image. The issue was found during a setting up the device for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.